Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event, product / lot code / expiration date, date of implant, date of explant, PMA/510(k) number, manufacture date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The following sections could not be completed due to the part/lot information could be: catalog number ¿ 11-173661; lot number - 421500; expiration date - june 30, 2013; date of implant - (B)(6) 2003 or (B)(6) 2004; manufacture date ¿ june 13, 2003. Or the part/lot information could be: catalog number -11-173661; lot number - 445290; expiration date - december 31, 2013; date of implant - (B)(6) 2003 or (B)(6) 2004; manufacture date ¿ december 10, 2003;

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons with competitor product. Additional information received noted patient was bilateral and underwent total hip arthroplasty on (B)(6) 2003 and (B)(6) 2004. Subsequently, patient underwent a revision procedure on an unknown side on an unknown date due to unknown reasons. Patient was revised with competitor products.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons with competitor product.